Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the body of the lead became extrinsically distorted. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received slightly extended. The helix would not extend or retract due to the lead was kinked. Kinking of the lead may not fully transfer torque to the helix when turning the is-1 connector pin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a pacing lead, there was some placement difficulty. The lead was pushed through the cepahlic vein until there was an unexplained stop without any visible reason. The lead was attempted not used and replaced. The helix was found to be extended slightly and it was not possible to extend or retract the screw. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant of a pacing lead, there was some placement difficulty. The lead was pushed through the cephalic vein until there was an unexplained stop without any visible reason. The lead was attempted not used and replaced. The helix was found to be extended slightly and it was not possible to extend or retract the screw. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.